Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure in the aortic position, the operator reported the valve appeared to have ¿migrated off¿ the balloon and during deployment, the balloon had not inflated. Pre-close was performed in the right common femoral artery (cfa).  The right side access was dilated and the edwards sheath was delivered.  The aortic valve was crossed and bav was done under rapid pacing without issue.  The 23mm sapien 3 valve was then prepped and advanced.  The physician reported experiencing resistance with advancement of the delivery system/valve.  The valve appeared to have migrated off, surgeon attempted to inflate the balloon but it was ruptured and deemed unsuitable for use.  The delivery system was returned into the esheath and the esheath, valve and balloon were removed over the wire, with wire access never lost from the right cfa.  A new esheath was placed and the aortic valve was re-crosssed and the wire was replaced.  A second valve was prepped and the procedure was completed.  The valve was successfully deployed in an 80:20 aortic position.  No pvl or central ai were reported.  There were concerns about the iliac bifurcation.  The vascular surgeon then joined the case.  Balloon angioplasty was performed with a 4.0mm x 4cm angioplasty balloon and demonstrated improvement of flow through the femoral but residual dissection and stenosis.  Poor flow required repair of femoral vessel.  A dissection was noted near the occlusion of the common femoral artery.  The patient was noted to have left the room in stable condition.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  No relevant imagery of the event was provided.   During manufacturing the delivery system underwent multiple 100% inspections.  The inspections conducted included flex tip assembly and bonding, general inspection of the s3 balloons, crimp balloon molding process, crimp balloon to inflation balloon laser bond, balloon catheter laser bond prep and balloon pleat/fold and forming.  The commander delivery system also underwent 100% final inspection by manufacturing and quality for the following: dimensional inspection, fine adjust mechanism, collet/shaft clearance, collet engagement (ability to lock), distal to proximal visual inspection and flex catheter and balloon catheter leak test.  Additionally, all manufacturing lots were subject to product verification (pv) testing.  Samples were randomly selected and the lot passed the pv test.  These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint event.   A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.    Review of history for the lot number provided did not reveal similar complaints for ¿balloon - torn¿, ¿delivery system ¿ valve movement on balloon¿ or ¿delivery system ¿ difficulty with valve alignment¿.   A review of complaint history data for the edwards commander delivery system (all models, all sizes) for the previous 12 months (may 2017 through april 2018) revealed seventy-nine (79) similar complaints with returned devices for the complaint code ¿balloon ¿ torn¿.  No manufacturing non-conformance's that would have contributed to the complaint were identified.  A review of complaint data for april 2018 revealed that the complaint rate exceeded the control limit for the trend category of ¿damaged¿.   Complaint history data for the previous 12 months was reviewed (may 2017 through april 2018) for the commander delivery system (all models and sizes).  Review of these complaints identified patient/procedural factors as potential root causes for this issue.  The investigation and associated risks were documented in a pra and CAPA.  A review of complaint history data for april 2018 revealed that the occurrence rate did not exceed the control limit for the ¿valve movement on balloon¿ trend category.   A review of complaint history data for the edwards commander delivery system (all models, all sizes) for the previous 12 months (may 2017 through april 2018) revealed other similar complaints with returned devices for the complaint code ¿delivery system ¿ difficulty with valve alignment¿.  No manufacturing non-conformances that would have contributed to the complaint were identified.  A review of complaint history data for april 2018 revealed that the complaint occurrence rate did not exceed the control limit for the applicable complaint trend category of ¿valve alignment difficulties¿.   The commander delivery system with s3 instructions for use, device preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system.  Based on the review of the IFU and training manual, no deficiencies were identified.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time.    Without relevant photographs, imagery of the procedure, and device itself, the complaints for ¿balloon ¿ torn¿, ¿delivery system ¿ valve movement on balloon¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform additional visual, dimensional, and functional analysis.  As a results, the presence of a manufacturing non-conformance was unable to be determined.  A review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances which could have contributed to the complaint.  A review of IFU/training materials revealed no deficiencies.  Furthermore, a review of manufacturing mitigation further supports that it is unlikely that the device left the manufacturing site with the reported damage on the delivery system as the devices are 100% visually inspected and tested multiple times throughout the manufacturing process.   Delivery system ¿ difficulty with valve alignment training manuals instruct to perform valve alignment in a straight section of the aorta.  Although imagery of the procedure was not provided for the aorta characterization, if valve alignment is performed at a bend or angle (in a non-straight section of the aorta), it can increase the difficulty of valve alignment.  This can cause the thv to ¿unseat¿ (non-coaxial placement of the valve in relation with the flex tip) and ¿dive¿ into the lumen of the flex tip.  If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position.  Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces to potentially cause a material failure in the area in question.   Balloon ¿ torn as reported, ¿no holes were seen during device preparation¿ and ¿during deployment, the balloon had not inflated¿, indicating that the tears likely occurred after the device was inserted into the sheath, but prior to valve deployment.  A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra, higher than usual valve alignment forces can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position.   Valve movement on balloon review of complaint history also revealed that a pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks.  This pra identifies increased alignment forces during procedure as the potential root cause of the event.   The increased alignment forces can lead to difficulty with pulling the balloon shaft backwards during gross alignment, or using the fine adjust function during fine alignment, subsequent release of the built up tension, by retracting the flex tip, could cause the valve to move off the balloon.  Furthermore, as mentioned above, the balloon may have been already torn due to high alignment forces created during valve alignment.  It is likely that once the balloon tore, attempts to complete valve alignment would have compressed the balloon distal to the valve, shifting the valve forward relative to the marker bands and making the valve appear to be aligned.  However, retracting the flex catheter would have uncompressed the balloon, shifting the valve backward and away from the marker bands and giving the appearance of the valve moving on the balloon.  Additionally, if improper crimping of the valve onto the balloon was performed, the valve may not be crimped to the appropriate size or may have been damaged during the crimping process. However, with insufficient information provided, a definitive root cause is unable to be determined at this time. No manufacturing or IFU/labeling inadequacies were identified.  A definite root cause was unable to be determined. Review of complaint history revealed that the occurrence rate did not exceed control limits for the respective trend categories.  No corrective preventative actions are required at this time. However, per management discretion, the balloon torn and valve movement on balloon issues and their associated risks have previously been assessed and documented in a pra.

Manufacturer narrative:
Additional information provided clarified no holes were seen in the balloon during prep. It was not until the balloon was inspected, after it had been removed, that it was observed to have torn. The physician did not experience any resistance inserting the delivery system into the esheath, but had issues with valve alignment. The balloon was prepped with no extra volume added. Investigation is ongoing.